Event description:
"An (ICU) intensive care unit nurse got splashed in the face with (csf) cerebrospinal fluid from a patient who had neurocysticercosis (tapeworm of the brain) as a result of the bag of the accudrain (B)(4) becoming loose from the burette. The registered nurse was troubleshooting the accudrain as it was not draining well from burette to the bag. The connection of the burette and the bag of the accudrain, typically comes to the facility loose. The connection is purposefully left loose to insure sterility. The nurses are taught to always tighten the connection prior to attaching to the patients' catheter but that apparently did not happen this time."

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated upon the reported information.